Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2019-01658.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2019-01658. It was reported the patient experienced motor stimulation due to lead migration. In turn, the patient underwent surgical intervention wherein the scs system was explanted. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.